Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the 'up' keypad button is unresponsive. There is no additional information available at this time. This report is being made because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: button contact contamination without visible physical keypad damage. The keypad is fully intact, with no peeling or damage observed. Keypad was removed to investigate, evidence of keypad contamination was located under "contrast", "up", "down", and "ok" contact button. "Up" key has intermittent response to button presses.